Event description:
A complaint was received from a customer that reported erratic results. The customer stated they received results of 66, 44, 160 and 300 mg/dl. It is assumed that these results were done at approximately the same time. While on the phone a review of the operation of the system was conducted. It was learned that the customer was using excel off brand reagent strips. It was explained to the customer that bayer does not provide or support the use of an off brand reagent strip. At the time of the call the customer did not have the requisite supplies with them to continue testing. These will be provided and follow-up made.